Event description:
The reporter called and alleged a dsicrepant result when compared to the lab. The reported device result/lab inr was 5.1/3.0. No treatment was given to the user. The reporter declined product replacement.